Event description:
Same case as MDR ID# 2134265-2013-00075. (B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced angina. In (B)(6) 2008 the 75% stenosed and 15mm long de-novo target lesion was located in the ostium and proximal right coronary artery with a reference vessel diameter of 3.50mm. The first target lesion was treated with pre-dilation using a 3.0x15mm unknown manufacture's balloon that was inflated to 6atms. The 3.5x20mm taxus express2 stent was expanded at 16atms. Taxus express2 stent was post-dilated with a 4.5x8mm unknown manufacture's balloon at 12atms, resulting in 0% residual stenosis and a timi flow of 3 following ivus. It was noted that the stent was well expanded. The 90% stenosed and 10.0mm long de-novo second target lesion was located in the mid distal right coronary artery with a reference vessel diameter of 3.50mm. The second target lesion was treated with pre-dilation using a 3.0x15mm unknown manufacture's balloon that was inflated to 6atms. The 3.5x15mm taxus express2 stent was expanded at 8atms, resulting in 0% residual stenosis and a timi flow of 3 following ivus. It was noted that the stent was well expanded. In (B)(6) 2012 the patient returned for a follow up appointment and angina symptoms were noted. Its unspecified how the patient was treated. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).